Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) who wore 1-day acuvue moist brand multifocal contact lenses called to report that on (B)(6) 2018 the pt experienced a foreign body sensation in the left eye (os) during contact lens (cl) wear and experienced pain in os after cl removal. On (B)(6) 2018, the pt visited an eye doctor and was diagnosed with corneal staining os and ¿bacteria entered from the staining os¿. The pt was instructed to discontinue cl wear (no specified duration) and to return to the clinic after one week. The pt was prescribed tearbalance (sodium hyaluronate) and bestron (cefmenoxine hydrochloride) eye drops (dosage and duration unknown). No other medication was prescribed. The pt¿s os still had a foreign body sensation at that time. The pt had discontinued cl wear since (B)(6) 2018. The pt refused to provide written consent for medical record and refused to allow her ecp to be contacted regarding the event. On (B)(6) 2018, the pt returned to the clinic for a follow-up visit. The pt was instructed to discontinue cl wear (no specified duration) and to return to the clinic after one week. Tearbalance (sodium hyaluronate) and bestron (cefmenoxine hydrochloride) eye drops were prescribed (dosage and duration unknown). No other medication was prescribed. The pt continued to experience a foreign body sensation in os at that time. The pt was instructed to return to the clinic on (B)(6) 2018 for follow-up. On (B)(6) 2018, the pt was contacted and it was confirmed that she would contact us to report the ecp follow-up visit results. The pt refused for us to contact her again for any further follow-up. The suspect product is not available for return, as it was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1559830105 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, a note was received from the patient (pt) which stated that the pt was still under treatment, but the staining has improved. No additional information was received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.